Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a lap appendectomy, after firing the reload, the jaws did not open. Handle symbol was flashing in green and status indicator was illuminated in blue at the time. The jaws would not move at all. The use removed the handle and the adapter, then reconnected battery and the adapter, and then the jaws opened. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient gender is not available.